Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00714. It was reported the patient (B)(6) lost stimulation. A diagnostic test revealed impedance issues. In addition, the patient alleges the recharge burden for the ipg has increased and warmth is felt at the ipg site during recharging. Surgical intervention will be undertaken at a later date to address these issues.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.